Manufacturer narrative:
Insulin pump had a button error alarm due to corroded keypad trace. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error while trying to deliver a bolus. It was stated that the customer removed and reinserted the battery and the alarm persists. Blood glucose value is 225 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.